Manufacturer narrative:
Eval summary: x-ray of the lead distally indicates j stiffener wire fractured proximal of the electrode tip, approx 10mm, and approx 32mm proximal of the electrode tip. The proximal section of j stiffener wire measures approx 58mm and has migrated down lead body approx 220mm proximal of the electrode tip. It appears that approx 28mm of the j stiffener wire was not rec'd with all recorded measurements adding up to approx 90mm.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: intravascular counter traction. No complications.